Event description:
It was reported that the patient presented in clinic after receving an alert for inappropriate atp therapy for atrial fibrillation with rapid ventricular response. Review of episode revealed intermittent atrial undersensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).